Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated to upper flank and back area with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: related product, aware date.

Event description:
Allergan aesthetics received a report of a patient treated flanks and under arms on (B)(6) 2019 with coolsculpting cooladvantage and cooladvantage plus developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.